Event description:
It was reported that this implantable cardioverter defibrillators (ICD) battery was depleting earlier than expected due to a continuous atrial tachy response (atr) episode. Technical services (ts) evaluated the episode, determining that atrial fibrillation (af) has been ongoing since the atr episode began, leading to an increase in power consumption and decrease in battery longevity. Ts offered further analysis, but the health care professional declined. No additional adverse patient effects were reported. This ICD remains in service.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this implantable cardioverter defibrillators (ICD) battery was depleting earlier than expected due to a continuous atrial tachy response (atr) episode. Technical services (ts) evaluated the episode, determining that atrial fibrillation (af) has been ongoing since the atr episode began, leading to an increase in power consumption and decrease in battery longevity. Ts offered further analysis, but the health care professional declined. No additional adverse patient effects were reported. This ICD remains in service. Additional information was received that this ICD was explanted and replaced with a new device. A request was made to the field to determine if the device will be returned to boston scientific for further analysis. No additional adverse patient effects were reported. This ICD is no longer in service.